Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the following components" enclosure, tank cover, front cover, plate clip, line cord, and pole clamp. The pump was also noisy. The unit was equipped with an outdated pcb that had a broken power switch. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (broken power switch) was confirmed during testing. The product problem was attributed to the broken leads from the power switch/pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The aforementioned components were replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) has suspected broken power switch. No patient injury or complications were reported in relation to this event.